Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Advia centaur xp toxoplasma g (toxo g) reactive results were obtained for samples from two patients. The patient samples were tested on an alternate method and sent to a reference toxoplasma laboratory center. The results were nonreactive. Toxoplasma m (toxo m) results were all nonreactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00165 on (B)(6) 2015. 03/08/2016 additional information: siemens received two patient samples ((B)(6)) for testing in-house. The patient samples were tested on the advia centaur xp and immulite 2000 platforms. The neat results for both the patient samples were reactive on the advia centaur xp and nonreactive when tested on immulite 2000. (B)(6) was tested with hbt (heterophilic blocking tube) on both platforms. The results were reactive on the advia centaur xp and nonreactive on the immulite 2000. (B)(6) was not tested with hbt due to insufficient volume. Toxoplasma g results (iu/ml) advia centaur xp: (B)(6), neat: 28.7, hbt result: 29.7 and 29.4. (B)(6), neat: 54.4, hbt result: quantity not sufficient. Immulite 2000: (B)(6), neat: <5.0, hbt result: <5.0 and <5.0. (B)(6), neat: <5.0, hbt result: quantity not sufficient. There is no more volume for (B)(6) for further testing. The (B)(6) will be tested for anti-nuclear antibody (ana) / anti-mitochondrial antibody (ama) testing. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
On 6/14/2016 additional information: siemens evaluated sample (B)(6) for anti-nuclear antibody (ana) / anti-mitochondrial antibody (ama) testing. The results were negative. Sample (B)(6) results: ana: 0.00 iu/ml, interpretation negative. Ama: 6.88 iu/ml, interpretation negative. Based on the available information and the investigation results, there is most likely some unknown interferent in these samples causing false positive results with the advia centaur xp toxoplasma igg (toxg) assay. The cause for the discordant toxoplasma igg (toxg) results is an unknown interferent. The instrument is performing within specifications. No further evaluation of the device is required.